Manufacturer narrative:
Product ID: 3889-28, lot# va1p0ly, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Evaluation code no longer applies to ins 3058 serial number (B)(4), but still applies to lead 3889-28, lot number va1p0ly; evaluation code method applies only to ins 3058 serial number (B)(4). Patient code (B)(4) no longer applies to this file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that on (B)(6) 2018 they had to surgically have their implanted device removed as there was a sore filled with pus to the left of the surgical site and that a bent wire had come out of a hole. The patient stated that they have had the implant placed back in surgically on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they got the device removed on (B)(6) 2018 because they got a sore to the left of the incision. It was like a blister that burst and puss was coming out. They stated that somehow the wire from the device worked its way out of the sore and came out about an inch by the sore. They saw the doctor in october, it was decided they had to have surgery. The device was removed on 11/01/2018 due to infection.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot #: va1p0ly, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported their first ins was taken out. They stated everything was taken out because of an infection and the wire had started to work its way out through the skin/body. Caller stated they had an open sore with puss. Caller stated they had to wait awhile before the new implant was put in. Caller stated they implanted the device deeper to prevent the same issue. No further complications were reported or anticipated.